Event description:
During the deployment of portico tavi, it was noted that the yellow cap on top of the 19f ultimum hemostasis introducer was detached and blood was leaking from that site. The introducer was able to be manipulated in order to complete the procedure. A higher blood loss than normal was experienced by the patient, but no interventions were needed to replenish the loss of blood.

Manufacturer narrative:
One 19f ultimum ev introducer sheath was received for evaluation. The dilator was also returned. The yellow hemostasis cap was no longer attached to the hemostasis body. The hemostasis seal was located inside the hemostasis cap. No other visual anomalies were noted. The introducer was examined and found no evidence that the device was welded; the weld between the cap and hub joint is not visible.